Manufacturer narrative:
This complaint will be updated when investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to following mom complications: painful trunnionosis, high cocr levels and inflammation. (Left)